Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon used a 3.0 reaming rod with a 7.0 mm ex humeral nail. After the nail was inserted, the guide wire could not be removed. A 3.0 mm reaming rod was used instead of a 2.5 mm rod as indicated in technique guide. After canal was reamed, reamer assembly disassembled, reaming rod placed into canal, surgeon attempted to place nail over reamer but was unable to. Surgeon removed reaming rod and placed nail into canal. There was a five minute delay in the procedure. This is report 1 of 2 for com-(B)(4).